Event description:
It was reported that the patient underwent lead replacement surgery. The generator was not replaced. Device diagnostics with the new lead and existing generator were within normal limits. The explanted lead is expected to be returned for analysis, but has not been received to date.

Event description:
It was reported that the explanted lead was destroyed after surgery. Therefore, analysis is unable to be completed.

Event description:
It was reported that prior to generator replacement surgery on (B)(6) 2014, the vns patient¿s device was tested and system diagnostic results showed high impedance. High impedance was first observed at the patient¿s previous office visit approximately one month prior to surgery but was unbeknownst to the surgeon, so lead replacement could not be performed at the time. The replacement generator also showed high impedance when connected to the existing lead. The explanted generator was tested with a test resistor and showed normal device function. The lead pin was confirmed to be fully inserted into the generator header. The replacement generator was not programmed on and no known surgical interventions for the lead have occurred to date. The explanted generator was returned to the manufacturer for analysis. There was no indication from the device that an end of service condition existed. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.